Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, a photograph of the sample was provided, which noted that the tip of the spike was damaged. The reported problem was caused by the material which was supplied by an external supplier. A notification was sent to the external supplier. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink vented blood administration set¿s ¿tip¿ was damaged. This malfunction was identified prior to the use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.